Manufacturer narrative:
(B)(4). The device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation and during the revision, the lead from rows 1 and 4 was shredded and completely torn off. It was also reported that the contacts were shredded prior to the procedure but no contacts remained inside the patient&#38112;body. The lead was replaced and the patient was doing well postoperatively. Device malfunction was suspected.